Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Healthcare professional reported right ¿broke at the time of introduction". Device was not implanted.

Event description:
Healthcare professional reported, right side "at the time of placement. The implant ruptured spontaneously". The device was not implanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, broken device: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. It is not possible to determine, the lot number or catalog through the photos provided.